Event description:
According to the reporter, during an esophageal procedure, the bravo capsule was placed in the patient's esophagus. The recorder did not pick up the capsule once it was placed inside the patient. There was no harm to the patient and a repeat procedure was performed successfully. No known adverse events were reported.